Event description:
On (B)(6) 2011, pt reported he doesn't believe the piston rod is delivering the correct amount of insulin. Pt stated a week ago he had to go to the hospital because of elevated blood glucose levels. Pt reported he passed out due to elevated blood glucose. Pt stated his wife found him and called the paramedics. Pt reported he doesn't know what type of treatment the paramedics gave him. Pt stated he was admitted to the hospital and was there for a week due to the elevated blood glucose levels. Pt reported the hospital told him his blood glucose was 1600 mg/dl. Pt's normal blood glucose range is around 147 mg/dl. Pt stated they gave him insulin as treatment to bring his blood glucose level down. Pt reported he doesn't know how they administered the insulin in the hospital. Pt stated they took him off of the infusion device. Pt reported he is currently on injections and his blood glucose levels are back down to normal range. Pt stated he has been released from the hospital. Pt reported the infusion device did not give any type of error message. Pt sated the incident occurred in the evening. Pt reported he tested his blood glucose that morning and it was within normal range. Pt stated he does not recall what the reading was. Pt reported the only additional physical activity he did was to mow the grass on his riding lawn mower. Pt stated there were no leaks in the infusion set. Pt reported after the incident, he removed the infusion set tubing from the infusion device and attempted to bolus 10.0 units of insulin. Pt stated no insulin came out of the infusion device. Product was replaced and requested return of the product for evaluation.